Manufacturer narrative:
The customer was sent replacement parts to try to reduce the milk backslash and return of her original parts were requested for testing/evaluation. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). The instructions for use provides instructions for breast shield sizing, including reference to medelabreastshields.com and referral to a lactation consultant for assistance in choosing the correct size breast shield.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that she was getting milk back-splash against her nipples with her sonata breast pump. She further alleged that she switched to the 27 mm breast shields after the 24 mm shields caused blistering and bleeding for several days, for which her nurse called in an all-purpose nipple ointment. She indicated that she was healing with the 27 mm shields which are the correct size.